Manufacturer narrative:
This report was initially submitted following notification from a customer in belgium regarding a false positive cefoxitin screen result for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-p652 test kit (ref. 421857, lot 8021138103). The staphylococcus aureus isolate was also tested using cefoxitin disk diffusion, pbp2a, and meca/mecc pcr test methods; all assays obtained a result of negative. A biomérieux internal investigation was initiated; however, the isolate was not available for submittal. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference methods. Since the isolate could not be submitted for investigational purposes, no additional investigation could be completed. Vitek® 2 ast-p652 cards, lot 8021138103, met final qc release criteria. This lot passed qc performance testing. See section h10.

Event description:
A customer in (B)(6) notified biomérieux of obtaining a false positive cefoxitin screen result for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-p652 test kit (ref. 421857, lot 8021138103). The staphylococcus aureus isolate was also tested using cefoxitin disk diffusion, (B)(6), and meca/mecc pcr test methods; all assays obtained a result of negative. The customer noted there was a delay of twenty-four hours; however, there is no indication or report from the laboratory that the discrepant result or delay led to any adverse event related to the patient's state of health. Biomérieux has initiated an internal investigation.